Manufacturer narrative:
Conclusion statement: user error contributed to the event.

Event description:
Pt allegedly had knee pain (may have fallen) and x-rays allegedly showed pins in the tib insert were dislocated anteriorly. Revision surgery was performed.